Manufacturer narrative:
H6: investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H6: investigation conclusions: code d12 added. According to the gore® tag® thoracic branch endoprosthesis instructions for use, potential adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). H6: investigation findings for analysis of production records: code c21 updated to code c19. H6: investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tac124515a/ serial (B)(6)/ UDI (B)(4) as the same device family. Catalog #tgm454510/ serial (B)(6)/ UDI (B)(4). A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable c.1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D.10. Concomitant medical products and therapy dates: asked but unavailable according to the gore® tag® thoracic branch endoprosthesis instructions for use, potential adverse events and complications that may occur with the use of the gore® tag® thoracic branch endoprosthesis include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient underwent endovascular treatment of a zone 3 thoracic aortic aneurysm at an outside facility. An aneurysm developed proximal to the treatment area in the patient's aortic arch. On (B)(6), 2023, a zone 0 endovascular treatment of the aortic arch aneurysm was performed using gore® tag® thoracic branch endoprostheses and a gore® tag® conformable thoracic stent graft with active control system. It was reported that the patient experienced a stroke post-operatively on the same day. The current patient status remains unavailable.

Manufacturer narrative:
H.6. Investigation conclusions: codes d15 and d12 remain unchanged b.3. Date of event corrected.